Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) was exhibiting under-sensing. No changes or intervention was performed. The patient was in stable condition.